Manufacturer narrative:
Radiometer investigations of the provided data logs showed that the issue could be related to a software bug that could restart the analyzer if the memory is critically low. However, the exact cause could not be established and remains unknown.

Event description:
According to the complaint, on 2025-04-08 the monitor on the abl90 flex plus analyzer (serial number: (B)(6)) suddenly turned black. No samples were lost.